Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient normally was on hd settings where they didn't feel the stimulation but had pain relief. Now, for no reason, they started to feel the buzzing on top of both legs for 5-15 minutes. It happens and then shuts off like a light switch. The therapy concern was not related to a positional change- it intermittently happened and wasn't tied to a specific time or time frame. They met with a representative for reprogramming 3-4 months ago because they were having pain a little lower and the stimulation wasn't hitting the right location. They hadn't made any changes to their programmer because they didn't feel comfortable doing so; the patient declined the offer to troubleshoot over the phone. They also noted that they fell on ice at the end of the season and didn't have their device checked since then. No further complications reported.